Event description:
It was reported that the right ventricular (rv) lead had high thresholds and impedance. A fracture was suspected. The lead was programmed to a unipolar configuration that returned the impedance and thresholds back to normal range; however, in that configuration the patient experienced intermittent pectoral stimulation. The patient further reported not feeling well throughout the summer. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID sedr01 implantable pacing lead implanted: 2009 (B)(6); product ID 4592-45 implantable pacing lead implanted: 2009 (B)(6). (B)(4).